Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to verify battery anomaly, perform displacement test, self test, and current measurements due to display anomaly. Unit received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicates the customer changed three different batteries but the result did not change. The customer stated they require a new transmitter because the micro did not turn on. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.